Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient didn't have stimulation coverage where they needed it. The representative checked impedances and some electrodes had high impedances- the lead was fractured and it was unknown what the cause of the fractured lead was. The patient had their lead and ins replaced. The patient noted that their ins wasn't holding a charge and they had lost a lot of weight so they wanted their ins replaced as well. The lead was partially explanted and 3 electrodes remained in the cervical spine region. The patient's issues were noted as being resolved. No further complications reported.

Manufacturer narrative:
Analysis of the lead found that electrodes 0, 1, and 2 were not returned. Conductors 0, 1, and 2 are broken just distal of electrode 3. There was no anomaly of the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.